Event description:
Complainant alleged that during the transport of a cath lab patient from one hospital to another hospital, the patient's heart rhythm had been monitored for forty-five minutes in lead 2, when the device screen suddenly displayed a "status 56" message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.